Event description:
On (B)(6) 2017 pt. W/stemi, emergent cardiac catheterization, rca occlusion stented. On (B)(6) 2017, 1700 episode of bradycardia; return to cath lab to check stent. On (B)(6) 2017 transfer to another hospital for multiple episodes bradycardia/syncope for electrophysiology studies. From (B)(6) 2017 syncope d/t vagal w/orthostasis, 2-1 av block, uti. On (B)(6) 2017 extended care facility stay. On (B)(6) 2017 op cxr. On (B)(6) 2017 op cbc. On (B)(6) 2017 ed visit for chest pain; rx imdur. On (B)(6) 2017 ip stay for unstable angina; cardiac cath done. On (B)(6) 2017 starts cardiac rehab. On (B)(6) 2017 random cardiac cath case review reveals wire in aorta. On (B)(6) 2017 abd/chest CT scan. On (B)(6) 2017 surgery to remove retained coronary guidewire. Ptca/stent of rca: heparin for anticoagulation. After act 250, 6f 3drc with sh, was advanced and ostium was engaged. Bmw wire was advanced but significant resistent following mid segment and unable to position wire freely hence wire was withdrawn. Next, angiogram showed flow in rca with thrombus. Whisper wire was advanced and with mild difficult advanced to distal rca, wire position confirmed. Next, 2 x 8 balloon was advanced and predilation was performed with timi 3 flow. Inflations were performed at 16 and 20 atm for 45 sec. Next, 3 x 8 balloon was advanced and inflations were performed at 16 atm for 60 sec. Following angiography with timi 3 flow and distal embolization of thrombus in smaller pda. At this time patient was pain free. Mid rca with 40 to 50 percent irregularity. Next 3.5 x 12 synergy des was advanced and positioned across the lesion and to cover the ostium of rca. After confirming position, stent was deployed at 16atm for 45 sec. Stent balloon was partially withdrawn into aorta and inflations were performed at 20 atm for 20 sec. Guide was also advanced easily over balloon in proximal portion of stent. Angiography showed timi 3 flow and distal pda with embolization of thrombus. Whisper wire was repositioned in mid/ to distal pda but due to small caliber vessel no ptca was performed and pt was asymptomatic. Next, 4 x 8 nc balloon was advanced and post dilation were performed at 12 atm at ostium and proximal segment of stent. Final angiography showed timi 3 flow. Mid rca with 40 to 50 percent irreg. Diatal pda with thrombus embolization. Patient was hemodynamically stable and without chest pain. Closing act 254. Integrilin bolus was given and also brilinta 180 mg in cath lab. Right groin closed using angioseal device. Patient was transferred to ICU in stable condition. Conclusion: stemi, inferior; 100 percent occlusion or proximal rca with thrombus, s/p3.5 x 12 synergy des. Timi 3 flow; mid rca with 40 to 50 percent irregularity. Distal pda/ plv with evidence of embolization; left main, lad, circumflex with no significant obstructive lesion; lvedp - 9mmhg. No significant gradient across aortic valve. Will admit pt to ICU. Cont IV fluids. Cont asa/brilinta. Start low dose betablocker and ace; monitor h/h and creatine. Will check echo as well as flp. Start lipitor. Follow serial trops and ckmb. Cont telemetry. I have discussed above finding with pt and her family. See scanned pages.